Manufacturer narrative:
The pump passed the basic occlusion, and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to moisture damage on the force sensor. The motor was tested outside the device, and it passed. The pump also had a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and a shifted end cap sticker.

Event description:
Customer reported receiving a motor error alarm on the insulin pump multiple times when filling the tubing and during bolus. Customer does use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 290 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.